Event description:
During the procedure, under constant saline flushing, the patient's right (ica) internal carotid artery-siphon suffered little spasm that was treated with papaverine. During the spasm, the devices that were in the patient, consisted of a codman envoy guiding catheter, ev3 guidewire, microsphere 3-5.4 coil (csp10030030/lot unk), deltapaq 2-4 coil and micro-catheter. The microsphere 3-5.4 and deltapaq 2-4 were implanted as the first and second coil. After that, the aneurysm cavity was almost invisible under fluoroscopy, and a deltapaq microcoil 1.5-2 was selected as the third coil, abut during the advancement process, the coil and delivery guidewire could not be pushed into the microcatheter proximal section, although several attempts were made, the attempt was useless. At last, the device was changed to use another deltapaq 1.5-2 to complete the procedure. After the event, the coil was removed without losing target site, and the same microcatheter was used with the next device. A dedicated and constant saline source was utilized at all times with the microcatheter. The microcatheter was not re-shaped. After the microcoil would not advance, no additional force, torque or manipulation was used to further advance the devices. After the event, no damages were noticed on the devices (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc), and the coil remain attached to the delivery system. The target site was a pcom not ruptured aneurysm measuring 2-3mm. There was no adverse event reported and the component will be return for analysis.

Manufacturer narrative:
The catheter, and microcoils were not returned for analysis, and the lot numbers were not provided. Therefore, DHR could not be conducted on any of the devices. Spasm and cns nerve symptoms are known potential adverse events associated with neurovascular procedures. Implantation or maneuvering of medical devices is known to create irritability within the target vasculature leading to arterial spasm. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. The product remains implanted, and will not be returned for analysis. This is one of multiple products involved with this adverse event, which is associated with mfg report 9616099-2013-00028, 2954740-2013-00017, and 2954740-2013-00018.